Event description:
A report was rec'd that during a lead revision procedure, the physician relocated the pt's pocket site. The physician moved the pocket site higher on the pt's back, because it was too far away and caused tension, which caused the leads to migrate. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.